Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor was tested in-house, and the review of investigation analysis revealed the sensor experienced an electronic component failure due to led malfunction. As part of resolution, the RMA was authorized to offer the user a sensor replacement. No further resolution was necessary for this complaint.

Event description:
On dec. 28, 2022, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.